Event description:
Following the completion of an uneventful 4 hr treatment, the pt complained of not feeling well and was hospitalized. The treating physician reported the pt's blood work suggested hemolysis. According to the physician, there was nothing unusual observed during the dialysis treatment or with the dialysis related equipment. The blood tests reveal decreased h/h; elevated enzymes; bilirubin and ggt levels. No reports of haptoglobin levels or a blood smear were provided. The minimal drop in the h/h during the hospital stays suggests a self limited event. There is no evidence suggestive of mechanical hemolysis or equipment malfunction. Upon admission to the hospital, the pt was found to be in atrial fibrillation which was converted to sinus rhythm. During the hospitalization, the pt had a cardiac angiogram and was diagnosed with av nodal reentrant tachycardia and later had an av node ablation. The cardiac arrhythmia and subsequent cardiac work up were independent of the dialysis treatment. The dialyzer associated with this event was not returned for inspection.

Manufacturer narrative:
A gambro polyflux 170 h dialyzer was used in the dialysis treatment. The dialyzer was discarded by the facility. The lot number remains unk and therefore, no lot history record check or complaint history file check could be performed.